Event description:
Adverse event(s): "no pt impact" (no consequences or impact to pt). Product problem(s): "poor vacuum" (aspiration issue). A nurse reported surgeon is experiencing poor vacuum during quadrant removal. Additional info was requested. Additional info was received. The nurse reported this issue has happened with 3 different doctors using 3 different handpieces. The reported issue happened during a case in which there was no impact to the pt. The surgeon was able to complete the case. The nurse also stated that this is an intermittent issue, there has been no pt impact, and all cases have been completed.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the problems reported. While on site, the service representative was also told that the stand-by switch had to be held in longer than usual for the unit to power on. The "start non-conformity" was replicated. The cpu battery was replaced. The o-ring on the vitrector connector was also found to be worn and was therefore replaced. The parts were disposed off on site. The system was then tested and met all product specifications. A review of complaints and service requests for the last 24 months indicated no additional, related reports for this system. There were no samples returned for eval, therefore, steps could not be taken to replicate or confirm the reported event. However, with no sample to evaluate, at this time, the root cause is currently unk. (B)(4)